Event description:
Analysis of the returned device revealed the coil (subject device) had broken near the detachment zone. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was returned without the introducer sheath. The proximal contact and delivery wire were kinked. Microscopic examination of the main coil revealed kinks and stretches. As well, the main coil was broken from the delivery wire. The main coil kinks and stretches are believed to be related to procedural factors because these are associated with a device which met all required specifications and was used in accordance with the directions for use, but device performance was limited. The information provided indicated no anomalies to packaging and device prior to use; therefore, the cause for the kinked delivery wire, kinked proximal contact and broken coil is likely related to handling damage during use.